Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause could not be conclusively determined, but there was a possibility of failure of ccd and circuit board.

Event description:
Olympus service operation repair center was informed by the user that when the user operated the angulation function of the device, an endoscopic image disappeared. Olympus inspected the device at the service department of olympus and found that a scope communication error b30 and e216 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.